Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: when the surgeon reopened, did he notice any malformed staples? ¿ no malformed staples, converted to bypass because combo of edema/clot/ecchymosis/obstruction. ¿ was a leak or bleeding identified? ¿no leak,no bleeding. I know where it bled because I saw it in the initial sx¿ what was the reason to convert from a sleeve to bypass? ¿failure to pass contrast ¿ was buttressing material used? No was the site of leak/bleed identified? See above what is the current patient status? Pt doing great now additional information received: the surgeon stated he has been using ethicon staplers for the past 14 years. Typical cartridge selection is two green reloads followed by blue. For this event, the patient had no aspirin or blood thinners, just standard regime of heparin. A 38 fr. Bougie was used with no buttressing material. The bleeding appeared to be worse on the green staple lines. During endoscopy, had trouble getting scope past pylorus. He removed suture line hoping that the stricture would open up but had to convert procedure to a bypass. The patient required an extra night hospital stay as a result.

Event description:
It was reported that during a gastric sleeve procedure after an unknown firing there was "bleeding" along the cut line. An unknown number of clips and suture were applied to stop the "bleeding". The patient was not released. The next day the patient could not be released due to failing a contrast test. The surgeon re-operated on the patient and converted to a by-pass.